Event description:
Patient reported that skin has blisters, raised, red, pink, itchy, bumps. Patient did receive medical intervention and was prescribed a steroid cream (hydrocortisone). Patient did follow skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.